Event description:
A malfunction characterized by a code malf 12 was reported, with the customer experiencing at least three occurrences of the same issue on the pump. The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific information. Technical support advised the customer to use mdi as a backup insulin therapy and instructed them to return the malfunctioning pump using a pre-paid label. A replacement pump was arranged to be shipped to the customer.